Event description:
We have had a handful of these extension sets "crack" and require replacement over the past few weeks. There are a few operating errors that have occurred because equipment requires an extension set and needs to be clamped.